Event description:
It was reported that this pacemaker oversensed noisy signals on the right ventricular (rv) channel. The device remains in use, whereas, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.